Event description:
During cardiopulmonary bypass, the pump displayed a "motor disconnect" alert message, resulting in pump stop. Restarting the pump restored normal function. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation begun, but no conclusion made.